Manufacturer narrative:
According to the available info this device was implanted on 5/20/93 and revised on 11/4/94 due to a "tubing tear." In the received info the physician stated that the prosthesis had functioned well until "all fluid was lost." The physician noted during surgery "there was a break in the tubing at the level on the pump plataform leading to one of the cylinders." Examination and testing of the device revealed a partial separation of outlet #1's strain relief, confirming the physician's observations. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Opposite the separation, along the superior surface of the strain relief, three crease marks are noted. Based on qa's examination and the physician's observations, qa concluded that while in-vivo, outlet #1's strain relief was partially kinked. Qa further concluded that this positioning, combined with device usage over time, contributed to sufficient stress(s) to rend the tubing at this site. This rent would have allowed the noted fluid loss and rendered the device inoperable.

Event description:
The device was removed as "there was a break in the tubing at the level of the pump platform leading to one of the cylinders". The pump and assembly kit component(s) only were removed and replaced.